Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had not been functioning properly due to an inflation issue. After evaluation by the physician, it was determined that the patient required surgical intervention to resolve the issue. The original ipp was explanted and a new ipp was implanted. There were no patient complications reported.